Event description:
Note: this report pertains to one of the two devices used on the same patient. Refer to manufacturer report # 3005099803-2024-01823, 3005099803-2024-01824, and 3005099803-2024-01825 for the associated device information. It was reported to boston scientific corporation that three axios stents and electrocautery enhanced delivery system were used transgastric into the pancreas to treat a pseudocyst during an axios placement procedure performed on (B)(6) 2024. The physician was using the eus method of deployment, where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion. During the procedure, the physician placed the first axios stent (the subject of MFR. Report number 3005099803-2024-01823), but it did not deploy from the catheter. The stent was partially deployed, but when removing the catheter from the scope, the stent was dislodged from the scope. The first axios stent was removed along with the scope. A second axios stent (the subject of this report) was opened, and the same problem occurred. A third axios stent (the subject of MFR. Report number 3005099803-2024-01825) was opened and misdeployed but was able to be successfully implanted by manually front-loading it into the correct position. The procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of a stent's premature deployment.

Event description:
Note: this report pertains to one of the two devices used on the same patient. Refer to manufacturer report # 3005099803-2024-01823, 3005099803-2024-01824, and 3005099803-2024-01825 for the associated device information. It was reported to boston scientific corporation that three axios stents and electrocautery enhanced delivery system were used transgastric into the pancreas to treat a pseudocyst during an axios placement procedure performed on (B)(6) 2024. The physician was using the eus method of deployment, where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion. During the procedure, the physician placed the first axios stent (the subject of MFR. Report number 3005099803-2024-01823), but it did not deploy from the catheter. The stent was partially deployed, but when removing the catheter from the scope, the stent was dislodged from the scope. The first axios stent was removed along with the scope. A second axios stent (the subject of this report) was opened, and the same problem occurred. A third axios stent (the subject of MFR. Report number 3005099803-2024-01825) was opened and misdeployed but was able to be successfully implanted by manually front-loading it into the correct position. The procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of a stent's premature deployment. Block h11: an axios stent and electrocautery enhanced delivery system were received for analysis. Visual examination of the returned device found the stent was fully deployed and expanded. The inner sheath was kinked. A destructive inspection was necessary to destroy the delivery system to identify torsion (rotational damage) within the device; the device was found in good condition. No other damages were noted to the stent and delivery system. The kink noted on the inner sheath was most likely due to procedural factors encountered during the procedure, it could be that the characteristics of the lesion, handling of the device, the technique used by the physician and the amount of force applied to the device during use contributed to the kinking of the inner sheath. However, product analysis could not confirm the reported event of stent premature deployment as the event occurred during the procedure, and it is not possible to replicate in the laboratory of analysis. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.